Manufacturer narrative:
E: (B)(6). Phone (B)(6).

Event description:
The customer reported that the v60 ventilator had a touchscreen issue (misalignment in the touch position). There was no patient involvement when the issue occurred. No user impact and/or harm was reported. During the periodical device check, the customer confirmed that the touch position, and the detection response position were misaligned. Final investigation and disposition are pending.